Manufacturer narrative:
Additonal information h11 corrected information d9 (is this device available for evaluation?) That was incorrectly captured in the previous report was corrected in this report. A non-visual device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Fmea review results based on the root cause description above, the failure mode of button/anchor detachment has been previously identified and documented as a known failure mode. This occurrence is consistent with the existing risk assessment, and no additional risk mitigation measures are required at this time. The manufacturer internal reference number is: comp-(B)(4).

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that an xtra-silent nite slide-link appliance has broken. The patient first received the appliance on (B)(6) 2023, and on (B)(6) 2024 the patient stated that the (small round piece) on the appliance that hooks the attachment broke off, so the patient was unable to place the connector on that side. No injury was reported. No prior medical history was reported.